Event description:
Reportedly, "patient with high vaults. This patient will need lens exchanges."

Manufacturer narrative:
Weight, ethnicity, race:unk. Claim# (B)(4).

Manufacturer narrative:
Duplicate claim: there is no complaint. Claim#: (B)(4).